Event description:
Only one is expected to be returned the other three were discarded. This device was part of im3.st kit. This user facility had their refrigerator break and with three im3.st kits in it. The three kits which were out of the refrigerator for 24 hours were opened and tested at room air and the oxygen values were 300 and did not drop below 90. The sales rep ordered a replacement for this account which took two days to arrive at the account. When this device was used, the same issue occurred with the oxygen values. The values did not drop below 90. None of these devices were used on a pt. These were tested prior to pt contact.